Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture threshold and r-wave amplitude variation on the right ventricular (rv) lead. The physician suspected that this was due to infarction around the rv lead area after implant. The physician elected to explant and replace the rv lead. The patient condition was stable.